Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marathon catheter ruptured during an embolic injection treatment. The patient was undergoing surgery for treatment of a left dural arteriovenous fistula with a right femoral artery that has a 8.1mm diameter. It was noted the patient's blood vessel tortuosity was moderate. It was reported that the operator used the marathon for embolic injection treatment. After the catheter was positioned and injection was initiated, leakage from the microcatheter was observed. The catheter was promptly withdrawn, and distal rupture of the microcatheter was identified. The microcatheter was then replaced, and embolization was continued to complete the procedure. The catheter ruptured at the distal section. There wasno friction or difficulty during delivery. Overall there was no damage to the catheter. The injection rate was stated to be normal. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event.